Manufacturer narrative:
(B)(4). The service engineer (se) installed a customer purchased breath delivery (bd) printed circuit board (pcb). The unit passed extended self-testing.

Event description:
A service report showed a ventilator was inoperable. The ventilator was not on a patient at the time of the event.